Event description:
Crm received information that during a procedure to add an atrial pacing lead, the setscrew in the proximal post became stuck when disconnecting the device.

Manufacturer narrative:
Upon receipt, visual inspection noted the rv tip and df- setscrews were stuck in the up position. A torque watch was used to loosen the stuck setscrews. The rv tip setscrew required 11 inch ounces and the df- setscrew required 14.5 inch ounces. There was no evidence of fluid infiltration. The device was then put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device.